Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "patient had multiple infusions (propofol, remifentanil and phenylephrine) all properly loaded onto an alaris pump. On initiation of a low dose phenylephrine infusion, noted that the medication was m fact free flowing despite correct settings on pump, no pump alarm. Patient became hypertensive. Pump malfunction was caught immediately by resident m or, called attending in. Hypertension promptly treated, infusion was changed to new infusion set and new channel without issue. What was the original intended procedure? : intravenous medication infusion. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do." The event occurred in the operating room.